Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electro surgical generator unit (iesu) was faulting during surgery. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found error c-01 pointing to the iesu. The tse asked the customer to cycle the iesu power. The fault returned on iesu power up. The surgeon was continuing with the case robotically. The customer called back to request further troubleshooting as the iesu was faulting with u-02. The tse asked the customer to pull iesu power cord for over two minutes and to disconnect the iesu external foot pedal connections. Fault u-02 returned on power up. The surgeon was continuing with case robotically using a ligasure bovie. The procedure was completing with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse removed and replaced the vio integrated electro surgical generator unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis (fa). Fa was able to reproduce the issue by placing the unit on an in-house system and was run in normal mode. The u-02 and c-00 errors occurred during start-up. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.